Event description:
This lead was implanted on (B)(6) 2013. This is noted due to farfield sensing on lv lead from the atrium (chronic atrial fibrillation). This led to lv oversensing and low biv pacing (less than 40%). The physician dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).